Manufacturer narrative:
Broken healing cap. Fragment of healing cap could not be removed from dental implant. Implant had to removed. Collateral damage. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken healing cap. Fragment of healing cap could not be removed from dental implant. Implant had to removed.